Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The target lesion was located in the diagonal coronary artery. The lesion was predilated with a 2.0 non-bsc balloon. The physician deployed the 2.5x16mm taxus express2 drug eluting stent (des) at 9 atmospheres (atms) and further inflated to 10 atms for a total of 30 seconds. The balloon was deflated completely before the physician attempted to remove the device. The physician had a "very, very hard time trying to remove the balloon". The physician was eventually able to remove the device by "pulling a little". The 2.5x16mm taxus express2 des remained implanted "in good position". An unknown size quantum balloon was used to post dilate. There were no pt complications reported with the pt's current condition listed as "ok".

Manufacturer narrative:
.